Event description:
It was reported that the patient heard the device beeping and then the beeping subsided some time ago. Attempts to interrogate the device were unsuccessful. The clinic tried to get the device to beep by applying a magnet. No tones were heard. The device has been implanted greater than six years. Technical services discussed the findings with the clinic. The device remains implanted. There were no adverse patient effects.